Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through asr on 28/oct/2013 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: creases flat and opening curved on anterior leak test and microscopic analysis was performed which identified: sharp opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a left side deflation. Device has been explanted.